Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with 1 cc of juvéderm voluma® xc and 1 cc of juvéderm volbella® xc in the cheeks. Approximately two weeks after injection, patient reported swelling and nodule formation in the cheeks. The swelling subsided in a few days but a nodule "persisted" on one cheek. The nodule was "red in color, warm and tender to touch." Patient was prescribed augmentin. Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03090 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm volbella® xc.